Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure name: no further information is available. Please provide lot number: no further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was detached from the needle easily during use. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested